Manufacturer narrative:
A ge oec service representative investigated the issue and found a loose connection on the power control pc3 that was tightened. Additionally, the video controller and system interface pcbs were re-seated to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 5800 fluoroscopy system had fluctuating contrast on images displayed. System did not seem to stabilize images.